Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. (B)(4) applies to the pump and the catheter. (B)(4) applies to the pump and the catheter. (B)(4) applies to the pump and the catheter.

Event description:
Information was received from a healthcare professional regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient was having an magnetic resonance imaging (MRI) and was unknown if related to device or device therapy. The healthcare professional stated the scan might be to check for a cerebrospinal fluid (csf) leak. It was noted that they will be scanning right over the pump. Event date was unknown. Additional information received on 2017-jun-27 from a healthcare professional reported the patient first started experiencing the symptoms/reason for magnetic resonance imaging (MRI) in (B)(6) 2017. It was noted that the patient had a palpable nodule on their back. The concern was for a seroma or infection not a cerebrospinal fluid (csf) leak. It was noted there was no csf leak and was likely a seroma or a hematoma. No action/interventions were done. There was no csf leak. It was noted as not applicable when asked if it was resolved. The patient's weight at time of event was unknown. No further complications were reported/anticipated.